Event description:
It was reported that during a gastrectomy, the staples were unformed. No reported patient consequence. Another device was used to complete the case. The devices will not be returned.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.